Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was in backup mode after magnetic resonance imaging (MRI). Loss of defibrillation therapy was also noted. The device was able to reset to normal setting by programming intervention. The patient was stable.